Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure the force bipolar instrument would get peritoneal tissue caught within the hinges. The surgeon was using the force bipolar instrument with the left arm while grasping onto peritoneum flap when the tissue would get stuck within the hinges of the force bipolar instrument. The surgeon was able to use an additional instrument to "sweep" away the tissue from the hinges and safely remove the tissue. No tissue damage occurred, no additional tissue resection was required, no unexpected bleeding occurred due to the event. It was described that the force bipolar instrument hinges would "pop out" and that would cause tissue to get trapped. The surgeon continued to use the same force bipolar instrument throughout the procedure. It was noted that the instrument was inspected prior to use, and did not have any physical damage to the instrument. The procedure was completed robotically with no additional complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the force bipolar instrument during this reported event for failure analysis investigations.